Manufacturer narrative:
H.6. Investigation summary: received a 20ga nexiva unit consisting of a catheter-adapter assembly with an extension tubing connected to a 10ml syringe along with a piece of top web (package) from lot number 8346613. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: observed there was a cut on the catheter tubing above the nose of the winged adapter. The cut revealed a v shaped cut. This shape was most likely caused by the cannula tip penetrating through the catheter. Water/air leak test: the test was performed, and leakage was observed from the cut found the catheter tubing. Conclusion(s): indeterminate - the unit leaked through the cut on the catheter tubing, since the unit had been used it is uncertain whether the ¿v shape¿ cut was caused by manipulation (re-cannulation) of the device prior to insertion or it was a manufacturing defect.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported the tubing section which connects by the wing leaked at the junction. Leaking where tubing connects to catheter hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported the tubing section which connects by the wing leaked at the junction. Leaking where tubing connects to catheter hub."